Event description:
The customer stated that she tested her blood glucose and received a high reading using her contour meter. She took insulin based on the reading and her blood glucose dropped to 50 mg/dl. The customer stated that she was symptomatic for hypoglycemia when she received the low reading. She was shaky and could not see well. The customer performed control tests, while troubleshooting, and the results fell within the normal control range. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.